Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. In response to FDA report number mw5083734. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency left side rupture and "did not like the feel of them." Patient additionally reported "felt they were too big", and "fear of alcl." Patient also reported via regulatory agency "had breast cancer", ¿increasing hypothyroidism¿, ¿fatigue¿, ¿brain fog¿, ¿poor short term memory loss¿; these are not device related. Patient also reported "symptoms of bii"; this is not device related. Device has been explanted.